Event description:
It was reported that during an implant procedure, multiple attempts were made to implant the lead but it would dislodge. The lead was replaced. There were adverse health consequences, the patient was stable.

Event description:
It was reported that during an implant procedure, multiple attempts were made to implant the lead but it would dislodge. The lead was replaced. There were no adverse health consequences, the patient was stable.